Manufacturer narrative:
The investigation is ongoing. H3 other text : the device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the delivery system balloon ruptured. The valve was deployed at nominal inflation 80/20 position. There was difficulty pulling the commander delivery system back into the esheath+. Upon removal, it was noted that the yellow distal tip of the delivery system appeared to be stuck inside of the esheath+. A visible waist was noted on the tavr valve and it was decided by the team to perform a post-inflation. A new 26 mm delivery system was inserted and nominal inflation was used to successfully expand the tavr valve. Per medical opinion, it was believed that interaction with left ventricular outflow tract (lvot) calcium had caused the rupture of the delivery system balloon. The was no patient complications and the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: presence of calcification in native annus and lvot. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as no device or relevant imagery was provided for evaluation. However, no manufacturing non-conformance was identified during the evaluation. An in-depth root cause analysis on balloon bursts in a calcified landing zone has been documented in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the delivery system balloon ruptured. There was difficulty pulling the commander delivery system back into the esheath upon removal. It was believed that interaction with left ventricular outflow tract (lvot) calcium had caused the rupture of the delivery system balloon''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.